Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the atrial side is not accurate. The device was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the external pulse generator was returned and analysis could not confirm the customer comment that the atrial side was not accurate. Analysis did find that the side bail covers were contaminated, the lead flex cover was corroded and the battery contacts were compressed. (B)(4).

Event description:
It was reported the atrial side is not accurate. The device was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.